Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional via a clinical study, reported that the treatment was aborted after completing the first part of the procedure, which involved 35 spots in the inferior region. The event reported to be possibly related to the study device and probably related to study procedure. The event was not considered as serious adverse event as per the study.

Manufacturer narrative:
Additional information was added in b.5., d.4., h.3., h.4., h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. All surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable procedure. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the event was resolved and also stated that the treatment was completed as planned with 35 spots and was not restarted. The patient underwent routine follow-up examinations. They were not aware of any health consequences. In this case, it was most likely due to the patient's movement.

Manufacturer narrative:
Additional information was added in e.1., h.3., h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. All surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with procedure. The issue was resolved by the customer and the procedure was completed as intended. The cause was determined to be likely due to the patient's head movement and not related to the system functionality. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to patient's head movement. The system itself was reported to have no problem. The manufacturer internal reference number is: (B)(4).